Manufacturer narrative:
It was reported that two communication errors occurred during the surgery. The investigation confirmed that two issues occurred. The first one occurred due to a shared memory issue. The second one was due to a vigilance device failure due to an unknown root cause. Event summary, device history record review and complaint history review did not identify contributing factors. Three complaints were received in the last 6 months for this device due to shared memory errors. (B)(4).

Event description:
It was reported that during a surgery, the field service engineer was notified of a communication failure causing the robot to shut down and have to be restarted. During the 1st communication failure, surgeon was placing a bolt into the skull. During the 2nd, surgeon was moving the arm away from the trajectory to clear the patient head and move to the next trajectory. No excessive force placed on the robot arm was noticed. However, after the 2nd shutdown, the field service engineer noticed that the drapes seemed very tight around the force sensor cable and asked the surgeon to loosen these. After loosening the drapes and continuing to check that they were loose around the force sensor cable for the remainder of the surgery, there were no more communication failures. No patient impact, delay to case about 5 mins.